Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining 0 ng/ml for all levels of troponin (accutni) qc on an access 2 immunoassay analyzer. While troubleshooting with bec access hotline, an accutni reagent pack was found to have been shared between the customer's two access 2 immunoassay analyzers. The customer stated that no patient results were affected. Because accutni qc was out of the customer's ranges, all accutni patient samples tested during the event were retested and results were reproducible. Exact number of patients and test results were not supplied by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
When reagent pack sharing occurs, the instrument does not detect that the pack test count is incorrect. After troubleshooting, bec customer technical support requested the customer to call back if any issues were noted. Use error is the root cause for this event.